Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/18/2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that a pediatric patient was using an adult receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Manufacturer narrative:
(B)(4).